Event description:
Information received from the field notes that after the patient had hysterectomy surgery, the device was found to exhibit intermittent loss of atrial capture and lead impedance <250 ohms.